Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00250, 000185034-2023-02387. D10: cat #: 110010245 / g7 osseoti 4 hole shell 54mm f / lot #: 64866622; cat #: 110024464 / g7 dual mobility liner 44mm f / lot #: 403970; cat #: 00877502803 / bioloxâ® delta, ceramic femoral head, l, ã¸ 28/+3.5, taper 12/14 / lot #: 3035214. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported the patient underwent a cortisone injection approximately three months post implantation, due to right hip impingement, tendonitis, and right hip pain approximately. No further complications have been reported. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: approximately two years post implantation, the patient was experiencing pain post-op and a CT revealed impingement and tendonitis. Cortisone shots were administered to try to alleviate the pain. No revision has occurred to date. The complaint is confirmed based on the provided medical records. A definitely root cause cannot be determined. No problem was found with the device in relation to the reported it is after review by a hcp. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.